Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray inspection of the lead was also normal. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to capture. After changing the lead to another position, the helix of the lead had failed to be extended. The lead was not used, and a new lead was implanted. The patient was in stable condition.